Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. No a35 error alarm noted during testing. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a MRI and forgot to take the insulin pump off. The insulin pump alarmed motor error several times and unexpected restart alarm. Customer's blood glucose level was 154 mg/dl. The customer was able to rewind the insulin pump. In the alarm history a motion sensor test failure alarm was found. The displacement test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.